Manufacturer narrative:
On 10/1/2019, multiple attempts have been made to obtain further information; however, it has not been made available. If additional information becomes available in the future, it will be properly updated. The date of implantation is still unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Note: the date of implantation is unknown. Once more information is obtained, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with unspecified saline mentor breast implants and experienced bilateral deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.